Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: upon review, a report for the boston scientific mesh device implanted into this patient has been filed under MFR report number 3005099803-2021-00112. Based on the information reported november 10, 2021, two reports were sent, 3005099803-2021-06642 for a pinnacle and for an obtryx ii. However, upon review of the information in the record corresponding to previous report 3005099803-2021-00112, it was identified that there was actually only one device implanted into this patient, a pinnacle, and no incontinence sling (no obtryx ii implanted). Therefore, this report ( on an obtryx ii) was made in error, and can be considered a duplicate of 3005099803-2021-06642 for the pinnacle (and previous report 3005099803-2021-00112).

Event description:
It was reported to boston scientific corporation that a pinnacle was implanted on (B)(6)2013 and an obtryx ii was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; thigh pain; other pain: left hip and buttock; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant for the following purpose: eua - cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the pinnacle implant for the following purpose: mesh removal. On (B)(6) 2020 the patient underwent further surgery regarding the pinnacle implant for the following purpose: botox injection to vaginal muscle and pudendal nerve block. Nonsurgical treatments: the patient was treated with pain medication: endep for: pain relief. The patient was treated with physiotherapy. Treatment duration: 12 months. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: discomfort and dryness. Treatment duration: 4 years. Device 2 of 2.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle was implanted on (B)(6) 2013 and an obtryx ii was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; thigh pain; other pain: left hip and buttock; painful intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant for the following purpose: eua - cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the pinnacle implant for the following purpose: mesh removal. On (B)(6) 2020 the patient underwent further surgery regarding the pinnacle implant for the following purpose: botox injection to vaginal muscle and pudendal nerve block. Nonsurgical treatments: the patient was treated with pain medication: endep for: pain relief. The patient was treated with physiotherapy. Treatment duration: 12 months. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): ovestin for the treatment of: discomfort and dryness. Treatment duration: 4 years. Device 2 of 2.